Manufacturer narrative:
A device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured and as the customer's age and weight were not provided.

Event description:
The customer called to report that her blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.